Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging their implantable neurostimulator (ins) every two days instead of the 3.3 days which were estimated when programmed. The patient thought he was charging from 0-100% every two days, but the recharging report showed he is recharging from 30% to 50%. It was then reported that the patient could recharge fully and by the next day, the level would be down to 50%. The patient was getting good to excellent recharging and the patient was using a binder to help a scar due to abdominal placement of the ins. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-19. The cause of the patient charging more often than estimated and the rapid battery draining issue was unknown and it was unknown if the reported issues resolved. The patient¿s weight was unknown at the time of the event. This information was not confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.